Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure, it was noted that due to the tortuosity at the origin of the right external iliac artery (eia) the stent graft became slightly kinked. The kink was resolved after adding another manufacturer¿s bare stent. At a later date the patient came to the hospital with complaints of leg pain. A CT identified a limb occlusion of the right iliac artery. The physician attempted to perform aspiration of thrombus; however, the occlusion did not resolve. A fem-fem bypass was performed and the occlusion was resolved. The physician attributed the cause of the occlusion due to the severe tortuosity of the right external iliac artery. No additional clinical sequelae were reported and the patient is doing fine.